Event description:
Called to bedside by preop rn for 2nd assessment of equipment and witnessed IV fluid leaking from top luer lock valve. Confirmed with staff this valve had not been used for any medication administration. Tubing/fluid discontinued and replaced with new set, no leaking noted.